Event description:
It was reported that during the implant procedure, high hv lead impedance was observed during dft testing. The patient was asymptomatic. The physician elected to implant a new lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.